Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, cracked objective lens and minor brown stains under lg (light guide) cover glass were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when the scope of the subject device was plugged in there was a dark circle on the screen. The event occurred during an unspecified procedure and it was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, when the scope of the subject device was plugged in there was a dark circle on the screen. The event occurred during an unspecified procedure and it was completed using another device. There were no reports of patient harm.